Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal suction tubing was un-kinked to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported low suction on the unit. There was no report of patient involvement.